Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9 h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: crack in the cord insulation due to a cut in the video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a crack in cord inflation. This issue occurred during reprocessing of the device. There was no patient involvement.